Event description:
User reported that the tip of the cannula was placed in the aorta with its opening oriented toward the heart, rather than away from the heart as intended. User reported that the colored stripe on the cannula tube, which should have been aligned with the tip opening, was 180 degrees out of alignment. User reported higher than expected circuit pressure during cardiopulmonary bypass. No adverse health consequences were reported. The device was not returned to the manufacturer. Therefore the reported malfunction could not be confirmed.